Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was unable to connect with the scs ipg and the patient controller (pc). Reportedly, when attempting to connect, the controller would display "generator unavailable" message. The patient stated he first noticed this message last fall, and the patient also had a fusion surgery in (B)(6) 2020. An abbott representative met with the patient for troubleshooting and was able to resolve the issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.